Event description:
Following a maxillofacial procedure utilizing vsp systems devices, surgical difficulty was reported which caused the procedure to be ended prematurely. The lefort portion of the procedure was not completed and the right mandible implant was not placed, requiring an additional surgery.